Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the ptfe pad of the subject device was worn and partially separated. Both the probe tip and the grasping section had contact marks with each other. There were scratches on the probe tip. When we closed the grasping section and activated seal mode, short circuit error did not occur. The manufacturing history was reviewed, with no irregularities noted. This type of the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). The reported error might occur the following mechanisms. It was known that the error and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. It was known that the error and scratches on the probe tip occurred when the user output the device contacting with something hard. The instruction manual of the device has already warned as follows; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic colectomy, the subject device was used. In the procedure, the ptfe pad of the subject device was separated and the error was occurred. The procedure was completed with another thunderbeat. There was no patient injury reported.